Event description:
The customer contacted baxter's technical service center (tsc) regarding a leaking cassette which occurred on the homechoice (hc) during use. The home patient (hp) stated she connected herself and left the room. She heard the hc alarming and she returned to the room. The hc was alarming with se 2265 and solution was all over floor. The hp stated patient line has slit in the patient line. The hp was already disconnected. The tsr advised the hp to inform her peritoneal dialysis registered nurse (pdrn). The hp would start over with new supplies. The hc is operational. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2012 regarding the leaking cassette. The hp reported that the issue was resolved by ending therapy. Per hp, there was a slit in the patient line. The hp does not know what caused the slit. The hp stated that she discussed the leak alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she did not know the lot number of the cassette. No allegations were made against any of the hp's other dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition of the leak was confirmed. During evaluation the sample was found to have a leak near the patient line. The assignable cause was a hole in the tubing. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. The lot number is unknown; therefore, a batch eview could not be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.